Event description:
On (B)(6) 2013, the pt was implanted with a miniarc sling to treat her urinary incontinence. It was reported by the health care professional (hcp) that on (B)(6) 2013 the pt had voided post operatively and a day later went into retention. The pt remained catheterized with instructions to a follow-up with the hcp by (B)(6) 2013. Additional information received on (B)(4) 2013 indicated that pt remained catheterized. The hcp gave the pt a bladder relaxant, but the treatment was unsuccessful. On (B)(6) 2013, the pt underwent surgery where the physician removed the single-incision stitches and used a dilator to manipulate the sling position from its original angle on the urethra, but did not cut the mesh. The pt was seen by another physician on (B)(6) 2013 and was asked to self-catheterize as the retention still exists. A 3 week follow-up appointment was scheduled.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.